Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.1, reference: 2.0, mean: 4.05, confidence limits 2.3-5.7. Inratio precision data provided by end-user: 1st inr: 2.7, 2nd inr: 2.4, 3rd inr: 3.3, 4th inr: 2.0, mean: 2.60, sd: 0.55, %cv: 21.07. Analysis of customer's data revealed that inratio versus reference and repeated inratio test result comparisons did not meet accuracy and precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy and precision criteria. Root cause of complaint could not be determined from the information provided by the customer. As reviewed on 02/02/2011, twenty-one discrepant result complaints were reported for lot #237433, yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #237433: accuracy. Since inratio values of both donors are within the +/-1.0 bias of reference result, strip lot #237433 has met accuracy criteria. No further investigation will be pursued at this time. Precision. (B)(4), respectively for each donors. Since %cv for both donors fall below precision threshold of 20%, no further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.1, lab: 2.0. Caller also alleged imprecision with inratio meter. Customer does weekly lab comparisons on a pt or two, chosen at random to check their meter's accuracy.